Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initially, visual inspection of the instruments noted no abnormalities. Further visual inspection of internal components revealed sheared teeth on the firing rack at the final cycle of the firing rack of instrument 2. Functionally, the instrument was loaded with an articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack of instrument 2. Regarding instrument 1, functional testing showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution: 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, the surgeon used the first handle with the first reload with no problem. However, after that, the surgeon additionally squeezed the handle by force, then a crack sound was heard. The surgeon started firing the first handle with the second reload, however firing could not be completed. They used a second handle and connected the second reload, however they still could not complete the firing. They used a third reload and connected to the third handle, however they could not complete the firing still. Finally they used a third handle with the fourth reload, and the firing was completed with no problem. There was no patient injury.